Manufacturer narrative:
The reported complaint of mid:09 (air trap assembly) error message on the thermogard xp ivtm system ((B)(4)) was confirmed during power on and event log review. The investigation finding indicated that the root cause of the reported complaint was due to a defective airtrap block with pcb. No physical damaged observed during visual inspection. The thermogard xp ivtm system is a reusable device and was manufactured in august 2013. The device has been operating for over 5 years and has exceeded its expected serviceable life of 5 years. During archive review, mid:09 was identified on the date when the issue occurred. Thus, confirming the reported complaint. Initial functional testing could not be performed due to error message mid:09 (air trap assembly) displayed upon console power on. To remedy the reported error message, the thermogard console's defective airtrap block with pcb identified was replaced. The system was re-tested and as expected, it passed all functional tests and ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
As reported, during patient therapy, the user's thermogard xp ivtm system ((B)(4)) prompted error code mid:09 (air trap assembly). The user facility biomed cleaned the airtrap sensor tunnels but unsuccessful cleared the reported issue. No known impact or consequence to patient.